Event description:
It was reported that during implant the left ventricular lead had increased threshold. The physician attempted several different guidewires down the lead but they would not pass. It was then noticed that the guidewire was outside the inner lumen of the lead. The lead was explanted and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead in segments was returned and analyzed with no anomalies found. All conductors were distorted and stretched. There was blood/body fluid (not obstructed) on all conductors and the distal conductor. The outer insulation was kinked/buckled, the lead was stretched, and there was apparent explant damage. Visual analysis noted that the guidewire test failed because all conductors were distorted.